Manufacturer narrative:
Consumer who reported adverse events was a doctor and the daughter of the patient. Consumer reported that her mother used the product for years and recently used the product and within minutes of use her mother experienced angioedema and possibly an allergic reaction. Her mother had swelling of her lips, with itching and weird feelings in her lips, numbness and tingling. Consumer reported her mothers lips itching one day and after 2 days the events cleared. Error correction: this version was created on (B)(6) 2015 in order to recode the suspect product and enter necessary missing details in the device tab for device case reporting.

Event description:
Angioedema (angioedema); itching lips (lip pruritus); numbness in lips (numb lips); possible allergic reaction (allergic reaction); strange feeling in lips (sensory disturbance); swelling of lips (lip swelling); tingling in ips (tingling lips). Case description: this case was reported by a physician and described the occurence of angioedema in a (B)(6) year old female patient who received oral moisturizers biotene original oral rinse (savannah) unknown (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biot&#526;e original oral rinse (savannah) at an unknown dose and frequency. On an unknown date, less than a minute after starting biotene original oral rinse (savannah) the patient experienced angioedema (serious criteria gsk medically significant), lip pruritus, numb lips, allergic reaction, sensory disturbance, lip swelling and tingling lips. Biotene original oral rinse (savannah) was continued with no change on an unknown date, the outcome of the angioedema, lip pruritus, numb lips, allergic reaction, sensory disturbance, lip swelling and tingling lips were recovered/resolved. It was unknown if the reporter considered the angioedema, lip pruritus, numb lips, sensory disturbance, lip swelling and tingling lips to be related to biotene original oral rinse (savannah). The reporter considered the allergic reaction to be possible related to biotene original oral rinse (savannah).